Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 301073 , batch # 4026841. It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. Contamination. Additional information, customer opened additional packs finding that the reported debris is coming from the syringes. So, I tested two packs. Filled syringes with water. Same black flakes in each. The basins where clean and no debris was noted. Mfg. Sku number: 301073 investigated component lot number: 4026841.

Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows one unknown blue tub on a table with nothing inside of it. The reported defect was not identified in the photos received. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 4026841. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.